Event description:
It was reported to baxter (B)(4) that one (1) ce infusor sv 2 device was observed leaking from the fill port during filling. There is no patient involvement; therefore, no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the actual device is not available for evaluation per the customer. However, a photo of the device is stated to be available but has not yet been received by baxter. Should the device, the photo and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.